Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, hyperlipemia, depression, obesity, dyspnea, coronary artery disease, peripheral vascular disease, pulmonary emboli, and acute on chronic deep vein thrombosis (dvt) with vena cava filter removed approximately six months prior. The indication was recurrent dvt with suspected iliac vein stenosis. A venogram was used to assess the ivc diameter and locate the renal veins. The filter was deployed in an infra-renal position, then ivus was used to assist with common iliac vein percutaneous transluminal angioplasty. The filter subsequently malfunctioned including, but not limited to, fracture, migration, tilting and perforation. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, migration, tilting and perforation. Per the medical records, the patient was reported to have a history of hypertension, hyperlipemia, depression, obesity, dyspnea, coronary artery disease, peripheral vascular disease, acute on chronic deep vein thrombosis (dvt) with vena cava filter removed approximately six month prior and pulmonary emboli (pe). Due to recurrent dvt with suspected iliac vein stenosis, the patient underwent placement of a new optease filter in the inferior vena cava (ivc), in addition to a venogram and intravascular ultrasound with study stent to the common iliac vein with post deployment intravascular ultrasound and percutaneous transluminal angioplasty. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and nine months after the new filter was implanted. The patient reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc and further experienced anxiety related to the filter.